Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2022. Block d6b: explant date: 2022.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information could be obtained.